Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention at unknown time wherein the leads were explanted. Patient underwent another surgical intervention on (B)(6) 2025 during which the entire system including ipg and anchors were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective stimulation due to auto-reducing. A lead diagnostic was performed and confirmed high impedances on one lead and both high and low impedances on the second lead. Intervention is pending to address the issue.